Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.64" was found to be broken off the yaw pulley. The broken piece was not returned. No additional damage was found on the instrument.

Event description:
It was reported that the prograsp forceps instrument was returned with no reported issue. No other information was available. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument was returned using the prograsp forceps' box. The cadiere forceps instrument did not work at all during the procedure. It was unknown if a backup instrument was used. No fragment fell into patient. The procedure was completed with no patient injury.